Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lot of emotional stress and I'm very dissatisfied with the allergan prosthesis", capsular contracture baker grade ii, and seroma.

Event description:
Patient reported pain on left side and "a lot of emotional stress. Dissatisfied with the allergan prosthesis," capsular contracture, inflammation, and "accumulation of periprosthetic fluid." Healthcare professional confirmed capsular contracture was baker grade ii. Treatment included acetaminophen for pain, medications for anxiety and insomnia, singulair 10, and vitamin e. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient's representative reported the device has been explanted.